Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed, the reported positioning failure (leaflet grasping-clip not implanted) appears to be due to challenging patient anatomy. A cause for the cardiac arrest could not be determined. The reported patient effect of cardiac arrest as listed in the electronic instructions for use for mitraclip g4, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report cardiac arrest, intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and noted short posterior leaflet that was retracted due to functional valve anatomy. There was no difficulty visualizing the clip during the procedure. There was difficulty grasping the leaflets and the grippers were never dropped. The patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The clip was removed still attached to the cds as the procedure was aborted. Mr remains 4+. There were no adverse patient sequela. The patient is going to be medically managed. No additional information was provided.